Event description:
It was reported that the customer's spouse was concerned about her husband's well being and mental state. Customer has alzheimer's and tried to commit suicide recently. Spouse does not want the customer to get his pump back because she feels that he may overdose on insulin. Customer is currently in a hospital being treated for mental illness until (B)(6) 2014. Spouse and her husband are seeing the health care professional tomorrow. Spouse was advised that medtronic does not have control or cannot advise for the customer to discontinue using the pump. Spouse was advised to speak to the health care professional in regards to the customer's diabetes needing to be treated and her fear of him misusing his therapy products. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.